Manufacturer narrative:
The operator manual lists scarring and textural changes as complications that may be associated with the non-ablative laser system. Scarring: the possibility for scarring exists event with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. Delayed wound healing/ skin textural changes: following laser treatment, re-epithelization may not occur as expected due to patient physiology, i.e. Poor wound healing ability, or post-treatment care. This may result in undesirable textural changes. The MFR was unable to reach the physician to obtain any add'l info regarding the treatment of this patient. The MFR was unable to determine the cause of this case.

Event description:
The pt alleges that the fourth treatment in a series of non-ablative laser treatments caused "permanent atrophic scarring" in the treated area. Pt reports the treated area is covered in laser holes from the treatment; "damage resembles large pores" and in the non-treated area the skin is normal. The indication for treatment is unk to the MFR.